Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation. (B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the gall bladder was inside the specimen pouch, and the device was being pulled through the abdominal wall, the pouch ripped. There was no patient injured, no extension of incision, no extension or surgery time more than 30 minutes, no blood loss, no tissue damage or loss, no change of procedure laparoscopy to open surgery, no part fell into cavity, no reinforcement material used, and the device was not re-sterilized prior to use. The patient age, weight, gender, and patient identifier are not available. No part of the device fell into the patient's cavity. The clinical device is available and will be returned for evaluation. The UDI number of the device is not available.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two device opened by the account. Visual investigation of the bags noted that instrument one bag was cut in half. The bag for instrument two was intact, disengaged from the ring. There was no plastic remnant on the metal ring. The black shrink tube was stretched and broken on the ring of instrument two. Each ring deployed and retracted without difficulty. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. Replication of the secondary broken ring condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.